Event description:
Reporter noted tiny gold colored metallic flecks towards the end of phaco. Completed case; implanted iol. Checked phaco tip after case, noted small divot, possibly caused by buzzing second instrument in eye. Tiny particles remain embedded in iris. Patient is healing well.